Manufacturer narrative:
The exact date of the event is unknown, event occurred in 2014.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent revision procedure wherein the ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility. No device malfunction was suspected.